Event description:
It was initially reported that during a laparoscopic band procedure, the dr was being trained on placing the band. The dr placed the trocar prior to the assisting dr's entering the or. When one of the assisting dr's entered the room, the trocar was not properly locked in and it was thought the peritoneum had not been penetrated. The trocar was locked and insufflated and the pt began to bleed. It was unknown where the blood was coming from at the time and the procedure had to be converted to open in order to control the bleeding. A vascular surgeon was called in and the pt was stabilized enough to be transported to a hosp. The pt died shortly after being transported. The trocar was discarded. Based on a conversation between ees medical monitor and the assisting surgeon: the operating surgeon was performing his first lap band procedure using the xcel trocar for the first time. It should be noted also that prior to obtaining this proctor training the operating surgeon indicated that he was experienced in advanced laparoscopic skills. This was his first procedure at this surgery center. The operating surgeon was inserting the trocar superior and to the left of the umbilicus. The operating surgeon was aiming the trocar directly at the gastroesophageal junction. He had difficulty inserting the trocar, which required extreme force; he was rotating the camera and not the trocar to try to insert the device. It was opined that he hit bone and then pulled back causing a large tear in the superior mesenteric vein extending into the portal vein. The bleeding was difficult to control and he never did gain total control. The autopsy indicated injury to the vein, anterior and posterior. Patient was in her 40's with a bmi of 32. Preexisting conditions include sleep apnea and gastroesophageal reflux disease.

Manufacturer narrative:
Information is unavailable; device was not returned for eval. The batch record was reviewed and no anomalies were noted during the manufacturing process.